Manufacturer narrative:
The report is submitted as we received an email from FDA with the medsun report "(B)(4)" submitted by the hospital. This was informed to the distributor cook medical and cook initiated the complaint.

Event description:
As per the medwatch form received with the uf/importer report number: (B)(4). Describe the event or problem: g [gastric] tube ballon burst. G tube placed on [redacted] by dr [redacted] at ir [interventional radiology] [redacted]. "Successful placement of a 16 french may gastrostomy tube." On [[redacted] -24 days after g tube was placed- we started bolus feeding. Pt received 3 doses of bolus feeding. 500ml each time. At around 1800 on [redacted] -that same day- pt called nurse and said he was wet. Nurse lift gown and noticed g tube completely out with balloon torn and deflated. Called dr [redacted]. Called radiology department. Obtained orders to place foley to save the track. Called ICU code nurse to help us. ICU nurse was not able to introduce foley as track as nearly closed. Called dr [redacted] back and she called dr [redacted], [redacted] for a surgical consult. What was the original intended procedure? I don't know. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) ; therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known.